Event description:
Discordant low advia centaur xp afp results were obtained by the customer on six pt samples. The customer runs all afp tests in duplicate. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the reported low discordant afp results.

Event description:
Discordant low advia centaur xp afp results were obtained by the customer on six pt samples. The customer runs all afp tests in duplicate. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the reported low discordant afp results.

Event description:
Discordant low advia centaur xp afp results were obtained by the customer on six pt samples. The customer runs all afp tests in duplicate. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the reported low discordant afp results.

Event description:
Discordant low advia centaur xp afp results were obtained by the customer on six pt samples. The customer runs all afp tests in duplicate. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the reported low discordant afp results.

Event description:
Discordant low advia centaur xp afp results were obtained by the customer on six pt samples. The customer runs all afp tests in duplicate. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the reported low discordant afp results.

Event description:
Discordant low advia centaur xp afp results were obtained by the customer on six pt samples. The customer runs all afp tests in duplicate. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the reported low discordant afp results.

Manufacturer narrative:
The cause for the discordant low advia centaur afp results is unk. As stated in the IFU: "use afp results only as part of the overall clinical evaluation of a pt. Do not use afp results as the only criterion for diagnostics." No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant low advia centaur afp results is unk. As stated in the IFU: "use afp results only as part of the overall clinical evaluation of a pt. Do not use afp results as the only criterion for diagnostics." No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant low advia centaur afp results is unk. As stated in the IFU: "use afp results only as part of the overall clinical evaluation of a pt. Do not use afp results as the only criterion for diagnostics." No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant low advia centaur afp results is unk. As stated in the IFU: "use afp results only as part of the overall clinical evaluation of a pt. Do not use afp results as the only criterion for diagnostics." No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant low advia centaur afp results is unk. As stated in the IFU: "use afp results only as part of the overall clinical evaluation of a pt. Do not use afp results as the only criterion for diagnostics." No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant low advia centaur afp results is unk. As stated in the IFU: "use afp results only as part of the overall clinical evaluation of a pt. Do not use afp results as the only criterion for diagnostics." No further evaluation of the device is required.